Event description:
The patient experienced hypoglycemia after priming the pump while attached to the infusion set; no medical treatment was required.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The patient has stated that he accidentaly administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the insulin set during the rewind / prime sequence.